Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave and p-wave oversensing resulting in a stored untreated episode. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps and programming options to be considered. This device remains in service. No adverse patient effects were reported.